Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. (B)(4). Potential root cause of "missing pattie" is that a pattie could have fallen off the card during this manual bagging process, however; this could not be confirmed since the product was not received in the original unopened package. Corrective action will be to review this complaint with the applicable operators in an effort to raise awareness of the issue. Awareness of the potential for this type of failure will assist in preventing a future re-occurrence. A review of the device history records did not reveal any anomalies. At the present time this complaint is considered closed.

Event description:
Kit packer reported that the customer stated that the 1/2 inch neuro patties contained only 9 1/2 sponges instead of 10. Product will be sent for evaluation. (B)(4).